Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery (rca). A 2.25x12mm promus premier¿ drug eluting stent was advanced to treat the lesion. However, during the procedure, the stent came off the delivery balloon catheter inside the patient. The physician put another balloon in it and deployed it in the artery. The procedure was completed with this device. No patient complications were reported and the patient's status was okay.